Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and it was found that an atrial bipolar lead impedance warning was triggered on the right atrial (ra) lead. There was also sudden high atrial capture threshold, oversensing observed on at/af (atrial tachycardia/ atrial fibrillation) episodes, sudden high pacing impedance, and noise noted on episodes. A possible fracture was suspected. The ra lead remains in use and is scheduled to be replaced. Additionally, it was reported that a high rv threshold warning was triggered for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.